Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 4.2 mmol/l at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The displacement test was performed and another pump error alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed self test. Insulin pump received no motor movement error and an error in the motor was detected by reading unexpected value from hall sensor during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement and an error in the motor was detected by reading unexpected value from hall sensor.